Event description:
Additional information received indicates that effective therapy was confirmed post op.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance on l3 right lead. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue.